Manufacturer narrative:
At this time, the device remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this implantable pacemaker and non-boston scientific right atrial (ra) lead exhibited impedance measurements of greater than 2000 ohms and high threshold measurements. It was noted that the lead was partially fractured. The device was to be reprogrammed. No adverse patient effects were reported. The device remains in service.

Event description:
Additional information was received which noted the device was reprogrammed to vvi. Isometrics were performed which did not elicit any noise on the rv channel. The patient would continue follow up with another physician. No adverse patient effects were reported. The device remains in service.

Event description:
Additional information was received which noted that the unipolar ra impedance measurements were 1600 ohms. There was noise on the ra channel, loss of capture and non-sensing in bipolar configuration. There was also a history of noise on the right ventricular (rv) channel. Programming options were discussed. No adverse patient effects were reported. The device remains in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received which noted that a chest x-ray was performed. This revealed a lead fracture of the non-bsc lead. A lead revision was performed and this device was also replaced. No adverse patient effects were reported.

Event description:
Additional information was provided which noted that an x-ray was not performed. The impedance measurement decreased to 370 ohms in unipolar configuration. The device was reprogrammed to unipolar pace and bipolar sense. No adverse patient effects were reported. The device remains in service.